Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s blood glucose levels had averaged around 200 mg/dl for approximately two months while using the ilet integrated with a dexcom g7 cgm, and the caregiver requested adjustments; the agent synchronized the ilet to the mobile app, advised against meal announcements for correction to avoid disrupting the algorithm, confirmed no insulin leakage or odor at the infusion site, and noted a manual fingerstick of 157 mg/dl differing from the cgm reading. Symptoms included hyperglycemia. Outcomes included no report of hospitalization, emergency care, or long-term impairment. Investigation included customer counseling, device-data synchronization, and review of sensor usage and infusion site status. Investigation of this case revealed no evidence of hardware malfunction, infusion set leakage, or insulin delivery failure, and the reported hyperglycemia was associated with cgm use and user practices that could affect algorithm performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear.